Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced image flickering. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to charged coupled device (ccd) unit malfunction, interference waves were due to camera cable malfunction, and no images was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.